Event description:
Customer reportedly rec'd result of 90 mg/dl and result in the 300's (mg/dl) within 10 mins on the advantage system. No adverse event reported. No actions taken based on device result. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No qcs were used. Requested return of suspect device and replacement was sent.